Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 01/28/2025. An investigation was conducted on 01/29/2026 . A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over three (03) repetitions using "max life test method. The device failed the transected tissue test. The device was only able to transect four (04) times. Based on the returned condition of the device as well as the evaluation results, the reported failure " intermittent continuity" was not confirmed. Power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc low current output: 4.0 amps dc +/- 0.05 amps dc high current output: 6.0 amps dc +/- 0.05 amps dc the complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# 14287) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.49 vdc (passed test) low current output: 3.98 amps dc (passed test) high current output: 5.95 amps dc (passed test) the complaint vasoview hemopro power supply passed all three output tests. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply continued to shut on and off. Not sure of the functional capacity of the power source. They were able to complete the case. No harm to patient reported. No case delay.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply continued to shut on and off. Not sure of the functional capacity of the power source. The power supply is wiped down between cases. A different device was used to complete the procedure. No harm to patient reported. No case delay.

Manufacturer narrative:
(B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.